Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 12/10/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Sections with additional information as of 27-apr-2020: h10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 206, 286 and 254mg/dl. The expected , fasting. Blood glucose test result range is 120 to 170mg/dl. The customer did not report any symptoms at the time of the call. Medical attention is reported as a result of the actual blood glucose results and reported symptoms in may 2018. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of 131 and 127mg/dl non-, fasting. Using true metrix meter. The test strip lot manufacturer's expiration date is 04/24/2020 and open vial date is 12/01/2018. The meter memory was reviewed for previous test result history: result 1: 64mg/dl , , date: 12/03 , time: 9:28am , fasting. Result 2: 206mg/dl, date: (B)(6), time: 8:50am , fasting. Result 3: 286mg/dl , date: (B)(6), time: 12:17 am , fasting. Result 4: 91mg/dl , date: (B)(6), time: 3:30am , fasting. Result 5: 254mg/dl , date: (B)(6), time: 12:38pm , fasting. Customer sates that last may (B)(6) 2018, she took her lantus insulin before she went to bed, she does not remember if she checked her sugar before she test. She states that her daughter found her unresponsive about one to two hours later. She states that they checked her blood sugar and the results was 32mg/dl. They were able to wake her up and gave her some food. Her daughter called 911, the customer was transported to the hospital. She states that she does not remember the results at the hospital. She states they started her IV and release the same day. There were no new recommendations. Today customer is calling concerned that the meter is high in comparison with her dexcom patch, which may lead her to take too much insulin. She states that her endocrinologist started her on a dexcom patch, which is a machine attached to her body to automatically checked her blood sugar. She states she noticed that the true metrix when compared to the dexcom was reading higher. She did not provide any specific numbers, she states that it was many points different. Today, customer performed a comparison test with the metrix and dexcom, they both read 131mg/dl , fasting.. Educated customer. All though customer is concerned with the 32 mg/dl she sates the meter read back in may, she is more concerned with the high results that the meter has been giving.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 206, 286 and 254mg/dl. The expected fasting blood glucose test result range is 120 to 170mg/dl. The customer did not report any symptoms at the time of the call. Medical attention is reported as a result of the actual blood glucose results and reported symptoms in (B)(6) 2018. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of 131 and 127mg/dl non-fasting using true metrix meter. The test strip lot manufacturer's expiration date is 04/24/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1: 64mg/dl date: (B)(6) time: 9:28am fasting; result 2: 206mg/dl date:(B)(6) time: 8:50am fasting; result 3: 286mg/dl date: (B)(6) time: 12:17 am fasting ; result 4: 91mg/dl date: (B)(6) time: 3:30am fasting ; result 5: 254mg/dl date: (B)(6) time: 12:38pm fasting. Customer sates that (B)(6) 2018, she took her lantus insulin before she went to bed, she does not remember if she checked her sugar before she test. She states that her daughter found her unresponsive about one to two hours later. She states that they checked her blood sugar and the results was 32mg/dl. They were able to wake her up and gave her some food. Her daughter called 911, the customer was transported to the hospital. She states that she does not remember the results at the hospital. She states they started her IV and release the same day. There were no new recommendations. Today customer is calling concerned that the meter is high in comparison with her dexcom patch, which may lead her to take too much insulin. She states that her endocrinologist started her on a dexcom patch, which is a machine attached to her body to automatically checked her blood sugar. She states she noticed that the true metrix when compared to the dexcom was reading higher. She did not provide any specific numbers, she states that it was many points different. Today, customer performed a comparison test with the metrix and dexcom, they both read 131mg/dl fasting. Educated customer. All though customer is concerned with the 32 mg/dl she sates the meter read back in may, she is more concerned with the high results that the meter has been giving.